Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was cut and returned in two segments. Externalized conductors due to internal insulation abrasion were found at 8.0cm-11.7cm from the distal tip. The silicone insulation was abraded and the conductors were visible. The etfe coating of the rv and re conductors was abraded. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint received with the return of device. Failure (event) observed during analysis.